Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the posterior side assessed as an unidentified (tear) opening. (Shell thickness was within specification). Additional observations: brown particles observed in the surface of the shell. Wear abrasion observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.